Manufacturer narrative:
During further review of the device evaluation, it was observed that the following information was included in the initial report in error; during disassembly it was observed that the vanes were worn causing the rpm's to be below specification, the bell ring and the swivel/housing were loose. A substance was also found on the swivel (other than the green loctite) indicating the device has been tampered with and the teflon seal was also protruding from the swivel. During further review of the device evaluation, it was observed that it was reported that the reported condition was confirmed in the initial report, however the reported condition that the attachments were not attaching to the motor device was not confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during cleaning/equipment maintenance, it was observed that the motor device hose was punctured and that attachment devices were not attaching to the motor device. During in-house engineering evaluation, it was determined that the device had rotations per minute (rpm's) that were below manufacturing specification. During disassembly it was observed that the vanes were worn causing the rpm's to be below specification, the bell ring and the swivel/housing were loose. A substance was also found on the swivel (other than the green loctite) indicating the device has been tampered with and the teflon seal was also protruding from the swivel. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.